Event description:
Same case as MDR ID # 2134265-2013-05228 and MDR ID # 2134265-2013-05288. It was reported that during percutaneous coronary intervention (pci), a pullback failure occurred. The target lesion was located at mildly calcified left anterior descending artery. During percutaneous coronary intervention, it was noted that the mdu of the ilab imaging system would not mechanically pullback. The procedure was completed with another same device. There were no reported complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).